Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that the patient could hardly walk. It was noted that the event started about two days ago. It was noted that when the patient went to bed he "hardly got any power." It was noted that when the patient woke up in the morning the stimulation was too high. It was noted that the patient saw a health care provider on (B)(6) 2013 to have staples removed.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).